Manufacturer narrative:
Intuitive surgical, inc.(isi) has received the permanent cautery hook (pch) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation and the instrument failed an electrical continuity test. The instrument was also found to have the plastic proximal clevis broken. No broken pieces were missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
During central processing, it was reported that the permanent cautery hook (pch) instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.